Event description:
To whom it may concern: we felt it to be prudent to share our recent experience at our (B) (6) hosp relative to the use of pca pumps. During the delivery of care by (B) (6) nurses, we discovered discrepancies in the drug volumes being administered via our pca pumps. Those volumes seem quite low or in some instances there was air in the syringe within the pca pump where there should have been medication. We first contacted the MFR to inquire about the issues we had uncovered and to obtain their assistance in troubleshooting the problem. The company was certain that air in the syringe or in the IV line was not possible since the systems is a "closed delivery system". We then quickly became very suspect and implemented a surveillance strategy in hopes of apprehending the individual(s) responsible for tampering with these devices. We also learned that a single key operates every pca pump of this model that is in use today... Nationally or globally. We pulled the pumps out of circulation and arranged for our pumps to be re-keyed for our organization alone. We believe the individual responsible for tampering with these devices has been apprehended in the (B) (6) area as this person impersonated a student nurse. The pca pumps we use at (B) (6) are mfg by hospira, lifecare model #4100. We share this info that others may be aware of the potential for drug diversion and the ability to tamper with these devices and the potential for adverse pt outcomes. Please contact me if additional info is needed/helpful.